Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was displaying an error and being unable to log in to the station. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a database issue. A field service engineer checked with a technical support specialist for the database issue and verified the functionality of the station. The system functioned as intended after a field service engineer troubleshot the issue.